Event description:
I would like to report a potential regulatory compliance and product safety concern involving multiple replacement electric toothbrush heads sold on amazon.com. These are oral-contact products and may fall under FDA medical device regulations. The products are listed under the following amazon asins: (B)(6). The products are sold under the brand name irfatu. I could not find the associated company in the FDA public medical device establishment registration and device listing database. I suspect these products may be commercially distributed in the united states without proper FDA establishment registration and device listing. In addition, there are potential product safety concerns. A verified customer review reported that the bristle head detached in the user's mouth during first use, which could present a choking hazard. Other reviews also reported poor fit/compatibility and that the brush heads were too harsh for sensitive gums. Please review and investigate the regulatory compliance and product safety of these products and the responsible parties involved in their u.s. Distribution. Patient code: 2687. Device codes: 2907, 1506, 2960. Ref report: mw5182992.